Event description:
Receipt of notice of pending litigation wherein plaintiff is alleging while being placed on a gurney she was allegedly dropped from the gurney. No further details of the alleged incident or injury was provided in the notice. Prior complaint records were reviewed and confirmed the alleged incident was not reported to the manufacturer by the patient or end user at the initial time of the incident. The alleged incident will be investigated as part of the legal defense.

Manufacturer narrative:
The subject device is part of pending litigation and has not been made available for evaluation. Details of the alleged incident and injury have not been made available to date. Device not made available for evaluation.

Event description:
Receipt of notice of pending litigation wherein plaintiff is alleging while being placed on a gurney she was allegedly dropped from the gurney. No further details of the alleged incident or injury was provided in the notice. Prior complaint records were reviewed and confirmed the alleged incident was not reported to the manufacturer by the patient or end user at the initial time of the incident. The alleged incident will be investigated as part of the legal defense.